Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as sore and peeling skin under the patient's right breast. The patient consulted a physician who provided an ointment. Follow-up indicated that the irritation was healing with use of the ointment.